Event description:
A customer reported a 40 ml fluid leak, that resembled waste, on the back of the coulter lh 750 hematology analyzer, which leaked on the counter and the floor. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported, no death, injury or exposure was reported. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. A field service engineer was on site and found loose brown stripe tubing at union fitting at the pinch valve vl46b. The fse reconnected the tubing, which resolved the leak. The failure mode of the event was the loose brown stripe tubing at union fitting vl4b.

Manufacturer narrative:
(B)(4).